Event description:
Boston scientific received information that this patient, who presented to the emergency room, may have experienced a syncopal episode. Boston scientific technical services (ts) reviewed device data and noted that they had a history of non-"sustaine2d" ventricular tachycardia. No additional adverse patient effects were reported. This device remains in service.